Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported high impedance was found on one of the patient's leads due to it being damaged. The doctor decided to disconnect the damaged lead from the ipg header and implant an additional lead. The damaged lead remains implanted. Surgical intervention resolved the issue.